Event description:
The reporter called regarding depuy knee replacement medical device. The device was used as prosthesis of the knee in 2019. Soon the caller experienced pain, discomfort in her knee and unable to walk. The bone scan report revealed loosening of the implant. The caller had to undergo replacement surgery. This time depuy sigma device was implanted in 2022. After 08 months she started experiencing same adverse events and feels psychologically disturbed due to unbearable pain, swelling, discomfort and unable to walk. The recent bone scan shows loosening of implant. Reference report: mw5153071.